Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there is a mold on the donut. There was no reported pt incident/injury.